Event description:
It was reported that the customer received a failed battery test. It was also reported that the customer had many scratches and the display was worn. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave intermittent failed battery test alarms due to a faulty battery tube. The pump functioned properly after unplugging and plugging the battery tube connector. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.